Event description:
Breast implants have been slowly poisoning me for 13 years with the over 40 toxic chemicals/heavy metals. Tore a capsule 8 years ago and slowly added diagnoses since them (I'm only (B)(6)): stage 3 kidney disease, peri menopausal, ibs with many intolerances, svt, constant contact dermatitis (the worst being on my face and around lips), night sweats, severe anxiety/panic, neuro issues (drastic decrease in memory, concentration, word recall), went from (B)(6) lbs to under (B)(6), unrelenting headache, nausea, autoimmune. I was never given a list of ingredients or warnings for my silicone implants and every doctor I've ever seen does not believe in breast implant illness. We need protection from these money hungry salesman (surgeons). FDA safety report ID# (B)(4).